Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the relasing criteria.

Event description:
It was reported that after a spinal emboization procedure using a plato 17 catheter to inject particles the catheter snapped in half. The physician said one second it was together and the next it was in two pieces. They also noted they did not put any extra pressure on the catheter than normal. There was no injury to the patient.